Event description:
The patient was admitted with inappropriate ICD shocks due to fidelis lead fracture (right ventricular (rv) lead impedance >3000 ohms consistent with rv lead fracture) and was placed under geta (general endotracheal anesthesia) in the electrophysiology lab for rv lead extraction and re-implantation. The ICD site was incised and the pulse generator was removed. The lead was disconnected from the generator. The lead was freed of adhesions. It was prepared for laser extraction. Obstruction was encountered at the clavicular level and did not permit passage of a stylet. It did not unscrew. It was cut and ethibond ties used to secure outer insulation and inner coil wires secured together to provide traction ability. A 14f 80 hz laser sheath was advanced. It passed along the lead, including the svc (superior vena cava) with minimal lase and traction on the lead, passed across the tricuspid and to the rv lead tip, which dislodged easily without lasing requirement or counter traction measures. The patient's bp dropped rapidly, normal rhythm maintained. Fluoroscopy revealed cardiac standstill despite continued rhythm. Attempts at resuscitation including pericardial access (aspiration and window) with blood withdrawal, transfusion and CPR were unsuccessful and there was no cardiac recovery. The patient was pronounced dead.